Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated their implant has not worked for 2 years and they haven't gotten any assistance with it. After having patient describe their equipment agent realized patient has an axonics implant and equipment. Agent reviewed information with patient, provided axonics phone number, and transferred patient to correct company. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".